Event description:
It was reported the pt experienced burning and stinging sensation regardless of stimulation at the scs ipg site. In turn, the pt stopped using her scs system. As a result, the scs system was explanted. During the explant procedure, the physician observed white discharge at the ipg site and took culture to evaluate possible infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.